Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was not producing a complete mesh. The gears and collars were replaced and resolved the reported issue. The cutters were returned with notification that the cutters do not meet the test cut acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the mesh was incomplete on previously recovered cadaver skin. The cutter was not producing a complete mesh at product evaluation investigation. No adverse events were reported as a result of this malfunction.